Manufacturer narrative:
UDI number (B)(4) was inadvertently left off the initial submission.

Manufacturer narrative:
One 12tlw804f was returned for examination. The reported event of "not inflated" was confirmed. The balloon latex was torn at the proximal end of the distal balloon windings. The balloon latex was discolored and deteriorated. The balloon edges at the torn location did not appear to match up. Both the distal and proximal windings and bushings were intact. The through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from the catheter. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: "as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization." It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of a 4f fogarty catheter did not inflate before use in bronchoscopy procedure. The device is available for return. There was no patient injury reported.